Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse effect to the customer's blood glucose level. The fill estimate normalized and no cartridge change was needed. Customer¿s blood glucose level was 169 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.